Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. After reviewing the console logs, the reported battery communication failure issue with ic5318 was confirmed. There was an instance of battery 2 comm. Failure alarm was observed in the imc logs. The aic was tested after arriving in field service. The reported battery communication failure issue was able to be reproduced. The root cause of this issue was an internal cell imbalance in battery 2.

Event description:
The complainant reported that the automated impella controller (aic) had a battery communication failure even while plugged into the ac power. There was no patient involvement.